Event description:
It was identified from an obituary that this vns patient passed away on (B)(6) 2015. During review of programming history for patient's device, high impedance was noted. This issue was previously reported in MFR. Report # 1644487-2004-00336. A battery life calculation was performed and it showed an estimate of 9.3 years of battery life remaining on 02/28/2005. Based on this estimate, it is likely that the device reached end of service prior to 2015 and may not have been providing therapy/ stimulation at the time of the patient's death. Additional relevant information has not been received to date.

Event description:
A death certificate was received for the patient. According to the death certificate, the patient died of acute respirator failure (interval: days), pneumonia (interval: days), cachexia (interval: months), neurofibromatosis type 2 (interval: years). The manner of death was natural and no other conditions were listed as contributing to the death.